Event description:
It was reported that the lead exhibited unstable thresholds, high impedance, and contained a confirmed fracture. The patient experienced exit block. The fracture was localized. The lead was cut and an adapter was attached to the end of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal segment of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.